Event description:
In may 2004, a company representative saw the pt at the center for evaluation. The representative noted 7 of 16 electrodes open. Family member reported that pt showed no decline in performance. Physician performed a CT scan to confirm that array had not migrated out of the cochlea. It was agreed to monitor the pt closely by family and therapist for any noticeable decrease in speech performance. On december 2004, ab received the explanted c1 device. The explant form indicated regression in speech/language development. The pt was reimplanted with another advanced bionics cochlear implant.